Event description:
A caregiver reported, the message "error-7". When testing with the adc freestyle libre reader. The error continued after troubleshooting with 2 different test strip lots. On (B)(6) 2020, the customer experienced symptoms of hypoglycemia. And was unable to move. And was treated by the caregiver, a non-hcp, with sugar and a crepe. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection has been performed on the returned reader, and no issues were observed. Attempted to perform control solution test and error-7 was observed. Therefore, the reader was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly). Evidence of debris contamination was observed. Therefore, this issue is not confirmed to use.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted

Event description:
A caregiver reported the message "error-7" when testing with the adc freestyle libre reader. The error continued after troubleshooting with 2 different test strip lots. On (B)(6) 2020, the customer experienced symptoms of hypoglycemia and was unable to move, and was treated by the caregiver, a non-hcp, with sugar and a crepe. There was no report of death or permanent injury associated with this event.